Manufacturer narrative:
The impella cp device and data logs were received and an investigation was performed. Analysis of the console's data logs found several suction alarms throughout the case, however, these alarms were resolved upon repositioning of the device. A visual inspection found no defects or abnormalities with the pump and simulated use testing for hemolysis passed successfully. We are unable to definitively determine a root cause as the reported issue was unable to be reproduced, however, information received from the clinical account suggests improper positioning of the device contributed to the patient's hemolysis.

Manufacturer narrative:
The impella cp was requested from the customer, but not received to date. Should the device or any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old african american male presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp. During support, the patent endured signs of hemolysis via red urine and hemolyzed labs. A test for plasma-free hemoglobin was not measured. Normal troubleshooting was unable to resolve this problem, therefore, the device was removed and a new impella 5.0 was inserted. The patient was ultimately transferred to a new hospital, however, hemolysis had cleared before he left the hospital.